Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the pulse generator was implanted but prior to closing the pocket, the device was interrogated and it exhibited backup vvi operation twice. The physician elected to explant and replace the device. The patient was noted to be in good condition prior, during and after the event.